Manufacturer narrative:
This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 1218950-2018-09101. Device investigation is completed; please see updated codes above.

Event description:
The customer reported the device did not discharge during rescue and the patient passed away. Pr (B)(4) is a duplicate of pr (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported there was no discharge during rescue resulting in death of patient. Additional details have been requested.